Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive to touches while attempting to unlock the pump. In addition, the customer experienced a low blood glucose (bg) level of 67 (mg/dl). The cause of the low bg level was unknown. A snack was consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made bolus request without entering current bg level. Basal rate was set to 2 u/hr for the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure. The costumer's low blood glucose levels were continuing from (B)(6) 2017.